Event description:
Customer called to report that they has had two thursday in a row when they had low bg. Last week emt came to their work because bg was 41. Ran test to see if pump was working. Verified setting and ran self test which came back ok.